Event description:
Customer reported that erroneous glucose results were generated by the synchron lx20 pro clinical system. The system generated critical re-run feature was triggered. The initial erroneous results were not reported out of the laboratory. The customer retested the samples on the same system and obtained results consistent with expectations. There was no change to the patients' care or treatment.

Event description:
Customer reported that erroneous glucose results were generated by the synchron lx20 pro clinical system. The system generated critical re-run feature was triggered. The initial erroneous results were not reported out of the laboratory. The customer retested the samples on the same system and obtained results consistent with expectations. There was no change to the patients' care or treatment.

Event description:
Customer reported that erroneous glucose results were generated by the synchron lx20 pro clinical system. The system generated critical re-run feature was triggered. The initial erroneous results were not reported out of the laboratory. The customer retested the samples on the same system and obtained results consistent with expectations. There was no change to the patients' care or treatment.

Manufacturer narrative:
A service call was placed, however, the customer canceled the call, and accordingly, no device evaluation was conducted. The customer provided quality control results; the results were within established laboratory specifications. No root cause or conclusion could be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Manufacturer narrative:
A service call was placed, however, the customer canceled the call, and accordingly, no device evaluation was conducted. The customer provided quality control results; the results were within established laboratory specifications. No root cause or conclusion could be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Manufacturer narrative:
A service call was placed, however, the customer canceled the call, and accordingly, no device evaluation was conducted. The customer provided quality control results; the results were within established laboratory specifications. No root cause or conclusion could be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that erroneous glucose results were generated by the synchron lx20 pro clinical system. The system generated critical re-run feature was triggered. The initial erroneous results were not reported out of the laboratory. The customer retested the samples on the same system and obtained results consistent with expectations. There was no change to the patients' care or treatment.

Manufacturer narrative:
A service call was placed, however, the customer canceled the call, and accordingly, no device evaluation was conducted. The customer provided quality control results; the results were within established laboratory specifications. No root cause or conclusion could be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.